Event description:
A female patient who underwent breast augmentation primary involving mentor smooth round moderate plus profile, 325cc, saline prosthesis experienced left-sided deflation, and bilateral capsular contractures unknown grade post-operation. As a result, patient underwent bilateral replacements as follow: left: ref: (B)(6), sn: (B)(6), right: ref: (B)(6), sn: (B)(6), bilateral open capsulectomies, and placement of mesh on (B)(6), 2025. This report relates to the right side.

Manufacturer narrative:
Suspect device received on june 04, 2025. Device evaluation completed on june 11, 2025: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the sm mpps dv 325cc returned device. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Reason for device explant and/or reoperation: capsular contracture unknown grade mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).